Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump alarmed compromised force sensor system. It was also mentioned that pump is not able to complete rewind. Blood glucose level was 145mg/dl at the time of the incident. Troubleshooting occurred and were able to clear the alarm. The insulin pump will be returned for analysis.